Manufacturer narrative:
The issue was resolved for the customer by replacing the cpu board and load cells.

Event description:
It was reported that the scale was inaccurate and would not calibrate, but that they got an error message when trying to calibrate. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate and would not calibrate, but that they got an error message when trying to calibrate. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate and would not calibrate, but that they got an error message when trying to calibrate. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.